Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported, the device was disconnected from the remote monitoring application which uses bluetooth (ble). The patient presented in clinic and the device was unable to be interrogated using ble. Technical support was contacted and reprogramming was performed to restore the ble to resolve the event. The patient was stable.